Event description:
Patient received IV antibiotics for infected bug bite. Upon removal of the angiocath (#22 accuvance), it was found that the catheter portion had disconnected from the hub. The IV catheter was inserted had instilled without any difficulty. There were no signs that there was a disconnection during the IV medication. Nor any difficulty removing the angiocath. An x-ray was taken and showed that the catheter was still there. Antecubital fossa on right was prepped with betadine and anesthetized with 1% lidocaine. Dissect down sharply to the point where the catheter can be felt. Catheter is grasped with a crile. Proximal distal ends of the vein from the catheter are tied up using vicryl 5-0 x 2 on each end. Vein then incised. Catheter removed intact and sent for evaluation. Wound closed with 4-0 vicryl x 3. Skin was closed with 4-0 closed with 4-0 ethilon x 8 in running stitch. No bleeding or hematoma. Post removal, the patient has nml distal function.